Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. There was not an open clamp on an unused line. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The hp cycled the power off and on and the hc alarmed with a system error 2367. The power was cycled again and the system errors did not repeat. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.